Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The break area is splayed. The break site is damaged in a manner that is consistent with contact with a guide wire. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the distal tip of drill broke off apart. All the remnants were removed from patient. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.